Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 600i synchron access clinical system leaked at a reagent probe when undergoing a wash cycle. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore gloves, eyewear and a lab coat while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe a collar wash valve malfunctioned, resulting in a leak. The fse replaced the collar wash valve to resolve the leak.